Event description:
Newly diagnosed pt reported that back to back tests performed on ss meter a few minutes apart (using the same finger stick) were 74 and 115 mg/dl (43% difference). No symptoms were reported. Control test was in range. Lfs rep reviewed qc procedures and back to back testing. Training video and literature was sent to pt. There was no allegation of harm.